Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed two unrelated call service alarms on the day of the complaint. On investigation, the pump powered up with the appropriate audible and vibratory functions. No intermittent vibration was observed during the investigation. The investigation was unable to duplicate the reported issue with the vibratory function. Unrelated to the reported vibratory function issue, the battery compartment was found to have cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. Reportedly, after completing the rewind/load/prime sequence the pump continued to give vibratory alert about every second. The reporter stated that there was no alarm showing on the screen or in the alarm history. The reporter confirmed that there was no damage to the pump and the battery cap tightened properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.